Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed the insertable cardiac monitor exhibited post-sense t-wave over-sensing and incorrectly measured atrial fibrillation (af) episodes. No intervention was performed. The patient was in stable condition.